Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus malaysia (oml) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oml, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board due to the aging deterioration because five years and 10 months had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the power supply board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the image on the subject device was turned off suddenly, then the image was turned on again automatically. This phenomenon occurred twice during the procedure. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.